Event description:
It was reported that after 7 days insertion leakage was found at the puncture point. Drew out catheter slightly, point at 13cm was found leakage. Then exchanged the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.